Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#(B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their omnipod personal diabetes manager (pdm) was burned at the charging port and will no longer charge. The charging cable was also reported to be burned. The patient indicated the insulet charging cable would no longer charge the pdm, so they used a non-insulet provided charging cord. No impact to the patient's glucose levels was reported. The patient did not require medical treatment for the alleged thermal issue. If additional information is received, a supplemental report will be submitted.